Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to experience breast cancer, elevated liver enzymes, chronic cough with phlegm, difficult to breath, lightheaded and headache. No medical intervention was reported. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on (06/23/2023) for further evaluation. The device was evaluated on (07/21/2023). Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Fine white contamination found throughout device enclosure and blower box, suggesting a source external to the device. The investigation confirmed no evidence of degraded sound abatement foam in the base unit but can confirm the presence of contamination in the airpath. Section h6 health effect - clinical code which was missed in previous reports was captured. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a breast cancer. There was no medical intervention required by the patient. The reported event of breast cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to be diagnosed with breast cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.